Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the introduction syringe "has air leaking during injection". No patient harm reported. The syringe was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned various components from a hemodialysis set including one arrow raulerson syringe (ars) and one introducer needle for analysis. Signs of use were observed on the ars and introducer needle. Visual examination of the ars and introducer needle did not reveal any anomalies or defects. After the ars failed functional testing (see below), the handle was broken to examine the valves inside. The valve mechanism should consist of two bi-lateral valves and a spacer. Visual inspection of the handle revealed only the proximal valve was present. The spacer and distal valve were not in the handle assembly. The returned sample was functionally tested in accordance with the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was not able to draw and aspirate water with or without the introducer needle. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed, and the following relevant finding was identified: for material snz-14703-002, batch 71c20m0393, a non-conformance was opened regarding an ars leak in use/initial insert. The issue of ars leaking was confirmed during functional testing of the returned sample. The returned syringe failed to aspirate and purge water. Further examination revealed the distal valve and spacer were missing from the syringe valve assembly. The probable root cause for the identified issue is likely manufacturing (assembly) related. A non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the introduction syringe "has air leaking during injection". No patient harm reported. The syringe was replaced. The patient's condition is reported as fine.